Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the sensor and sensor plug is properly seated. Customer reported he felt like an electrical shock coming from the sensor. No issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery was measured which was within specification ranges. The de-cased sensor was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope (eq5021) on the returned pcba (printed circuit board assembly). However, no issues were observed. The data in the initial scan from phase 1 investigation was reviewed. The sensor was observed to be in state 5 with events 3 (sensor expired) and 4 (life ended) at different minutes. The returned sensor was scanned on the evaluation module (evm), reprogrammed and activated using the patch reader and patch programmer. A smu (source meter unit) test was then performed to test the functionality of the returned sensor. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Smu test was observed to pass indicating the sensor was functioning as intended. On and off current tests were done to observe if the returned sensor was drawing excess current from the battery during an active and inactive state. On current was measured to be and the result was within the specification range. Off current was measured and the results was also within the required specification range. Both tests were observed to be within the required specification indicating that the returned sensor was not drawing excess current from the battery when in an on and off state. The battery of the returned sensor was measured to be within the required specification range. Visual inspection was performed on the returned battery and no issues were observed. The returned sensor passed all testing, and no evidence of product malfunction was observed during the investigation. The returned sensor functioned as intended, and no evidence of smoke, fire, or shock was observed during the investigation. No issues were observed with the battery, and it was measured to be within the required specification. The sensor¿s battery voltage was insufficient to produce an electric shock; therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from thier abbott diabetes care device. There was no report of fire, smoke, or explosion. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.